Manufacturer narrative:
(B)(4). Examination of the submitted tibial insert confirmed entrapped third body debris and abrasive wear. Entrapped third body debris can lead to accelerated polyethylene wear and was a contributing factor to the noted wear. A search of the complaint database did not show any additional reports against the lot code. No evidence was found of product error as a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address poly wear and osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. See scanned page.